Event description:
Event date(s) january 2025 to present I have type 1 diabetes for 41 years and have used dexcom cgms for over a decade. Since switching to the dexcom g7, I have experienced repeated sensor inaccuracies and failures. I always use the manufacturer's approved site (back of the upper arm), but the sensors often show glucose readings that are significantly different from my fingerstick results--sometimes off by over 300 mg/dl. Several 10 day sensors have failed on insertion, sometimes within a day or two of insertion, instead of lasting the full wear time. I have contacted dexcom customer support over a dozen times. They have replaced faulty sensors, but the problems continue. I have tried all troubleshooting steps, including calibration and careful site preparation. My online support groups are also reporting widespread issues with the g7's accuracy and reliability. I have "brittle" diabetes, so I rely on accurate cgm readings to avoid dangerous highs and lows. I do now feel lows and will pass out and need emergency glucagon. My sensors despite calibration read high. My hba1c has been 6.2% the past 7 months but the dexcom estimates 6.9% because of the inaccurate readings. Because of these sensor problems, I have had to do frequent fingersticks--sometimes up to 15 times a day. I have also had my tandem pump which is connected to it overdose my insulin based on readings that were too high and missed lows I do not feel. However, my insurance only covers 3 test strips per day, so I have had to pay out-of-pocket for additional strips, which I cannot afford. My insurance will not pay for any other cgm. These issues have made it extremely difficult and unsafe to manage my diabetes, caused significant distress, and have severely affected my quality of life. I have very little usable time each day due to the burden of managing my diabetes and these device failures. I treat lows with expensive emergency injections at least once a week when it fails to catch them. I've hit blood veins and had severe bruising and failed sensors and they call that user error and limit replacement as well. Actions taken: used only the approved sensor site (back of upper arm) contacted dexcom customer support repeatedly and received replacements attempted calibration and troubleshooting as advised discussed with my endocrinologist and documented issues outcome: ongoing sensor failures and inaccuracies increased risk of hypoglycemia and hyperglycemia and overdosing of insulin based on incorrect high values. I have (B)(6) had it show me at 40 needing sugar and had to fingerstick and I was at 125. Thus adjusts me on 3 devices and 2 apps and my husband's and friends' apps causing them to call and check in me for no reason. I was at 160 by meter last week and dexcom caused my pump to dose me for a 350 blood sugar. Then I got really low. Their instructions say to not rely on readings for treatment decisions but my pump does automatically. They need to fix this! Within 20% is not an acceptable range which is allowed by FDA but it's often more than 200% off. Out-of-pocket expenses for test strips significant impact on mental health and daily functioning blaming bleeding for the product on the user optional: I am willing to provide further information or documentation if needed. This is in control for t1 diabetes. My dexcoms say it should be closer to 7. It reads wrong.